Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings:a review of the black box showed multiple loss of prime warnings with a low non zero force. The pump was run for 24 hours and the loss of prime was not duplicated. Force calibration testing passed. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. Additionally, the audio bolus button cover was inoperable and the button slug was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).